Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary - only the suture blue orthocord was received to mitek for evaluation. Mitek then conducted visual inspection of device received. The suture blue orthocord was reiceved for evaluation and the rest of the device was not returned. Upon visual inspection of the suture, it was identified that the distal part was damage, the ends were frayed, and it was received in two parts. Also, in a section of the suture was damage. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 108l699, and no nonconformances were identified. This type of issue was reviewed with the manufacturer; as a results, the process of the healix have different phases where review the condition of the suture, the concerned procedures are standard work specifications for healix br sutures products, assemblage carte/gripper, assemblage anchor/suture healix advance suture, product assembly. There are controls in production: 100% control of assembly suture according to the procedure sws 0125, 100% degradation control on the suture and anchor; according to the procedure sws-0650, 100% control of the suture assembly and the anchor during to the procedure sws-0614 (remove the spacer, check that the sutures are aligned at the opening of the shaft. On the whole of the part, point to check: the sutures: the purple or blue suture must be in the middle, the sutures must not be crossed). An in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also pert tm-tme0091 rev aw. The result of this process check is successful, none of the 9 parts were non-conformed. There is no need to inspect more parts of the batch nor raise a non-conformance, see the proof below. The effect of abnormal suture was evaluated in wi-6474 rev y by combining the probability and occurrence levels on 69.411 parts produced since 2020 for each defect, with a ratio of 1 in 150,000, we obtain ranking 2 (= improbable), this risk is acceptable. During the search for complaints between 2018 and 2023, it was not found complaint for the same defect. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated processes. The root cause is not related to manufacturing. If the ¿abnormal suture¿, it cannot be related to a problem occurring during the manufacturing process, it must be related to procedural variables, such handling of the device or interaction during/before procedure. No information was provided on how or when the failure has occurred; therefore, a definite root cause cannot be established. Based on the condition of the suture received, the possible root cause could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture. The fraying found on the returned suture could be an indication of this. As per IFU-100191 apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Initial reporter occupation: reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in south korea that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the suture on the 4.5 healix advance br anchor with orthocord device was cracked. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it appeared that the suture was damage. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 108l699, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. This type of issue was reviewed with the manufacturer; as a results, the process of the healix have different phases where review the condition of the suture, the concerned procedures are standard work specifications for healix br sutures products, assemblage carte/gripper, assemblage anchor/suture healix advance suture, product assembly. There are controls in production: 100% control of assembly suture according to the procedure sws 0125, 100% degradation control on the suture and anchor; according to the procedure sws-0650, 100% control of the suture assembly and the anchor during to the procedure sws-0614 (remove the spacer, check that the sutures are aligned at the opening of the shaft. On the whole of the part, point to check: the sutures: the purple or blue suture must be in the middle, the sutures must not be crossed). An in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also pert tm-tme0091 rev aw. The result of this process check is successful, none of the 9 parts were non-conformed. There is no need to inspect more parts of the batch nor raise a non-conformance, see the proof below. The effect of abnormal suture was evaluated in wi-6474 rev y by combining the probability and occurrence levels on 69.411 parts produced since 2020 for each defect, with a ratio of 1 in 150,000, we obtain ranking 2 (= improbable), this risk is acceptable. During the search for complaints between 2018 and 2023, it was not found complaint for the same defect. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated processes. The root cause is not related to manufacturing. If the ¿abnormal suture¿, it cannot be related to a problem occurring during the manufacturing process, it must be related to procedural variables, such handling of the device or interaction during/before procedure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.